Manufacturer narrative:
The zoll solex 7 catheter was returned to zoll on 11/21/2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed. A (B)(6) year old female underwent intra-clinical CPR for drug abuse with very long resuscitation (resuscitated for an extended period of time prior to ivtm treatment) with a very bad prognosis. Customer was using zoll ivtm thermogard xp device in post cardiac arrest patient. A solex 7 catheter was inserted in the jugularis left by an experienced doctor without issue for ivtm therapy. 10 minutes into the therapy, the thermogard console (B)(4) displayed a mid09 (air trap assembly) error message. Temperature when issue was noted was 35.4°c. Blood was noted on the catheter infusion port. No signs of leak observed on the patient's bedside or on the floor. Following this, the user tried to replace to a new catheter. However, attempt was unsuccessful due to poor vascular status of the patient, thus therapy was unable to be continued. The treating team stated that the patient had a very bad vascular status. Attending physician believes it was due to poor vascular status of the patient with drug abuse. It was further reported that the patient subsequently expired. After blood comes back and showed that the patient was (B)(6). Per report, the hospital doctor stated that the patient's outcome of death was not due to the patient's inability to receive ivtm therapy. According to the doctor, death was not due to the failed therapy with the thermogard xp. According to a customer, no patient injury or death attributable to our product. Based on available information and in agreement with attending physician, outcome of the patient's death was related to the patient's clinical condition and not related to ivtm device or cooling procedure.

Event description:
As reported, the patient (history of drug abuse, hospitalized due to cardiac arrest with a very bad prognosis (B)(6), and resuscitated for an extended period of time prior to ivtm treatment) was inserted a solex 7 catheter without issue for ivtm therapy and 10 minutes into the therapy, the thermogard console (B)(4) displayed a mid09 (air trap assembly) error message. Blood noted on the catheter infusion port. No signs of leak observed on the patient's bedside or on the floor. Following this the user replaced to a new catheter and therapy was continued; however, was unsuccessful reportedly due to the poor vascular status of the patient thus therapy was unable to be completed. It was further reported that the patient subsequently expired. The hospital doctor stated that the patient's outcome was not due to the patient's inability to receive ivtm therapy. The specific cause of the patient's death was not specified. The reporter noted that the removed catheter was inspected with an issue on the balloon; however, the site was not specified and photograph was not provided. Additionally, the user tested the console following the event and stated that it operated as expected with no error message observed. No further information was provided.

Manufacturer narrative:
The received solex 7 catheter lot # is 69582 the reported event was confirmed during functional testing of the returned solex 7 catheter (lot # 69582). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and a pinhole leak was observed at the distal end of the balloon when pressure was increased to 45 psi. Historical complaints were reviewed for information related to the reported complaint and there was no similar history of complaint reported for the solex 7 catheter with lot # 69582. During manufacturing, all catheters are 100 % inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Thus, it is likely that either a latent deformity in the balloon that may have caused eventual leak under pressure, or the balloon may have seen higher stress during inflation.